Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was further reported that in (B)(6) 2012, the patient presented with myocardial infarction. The target lesion #1 was located in the proximal segment of an svg to mid lad with 90% in-stent restenosis of a previously deployed unknown drug-eluting stent. Target lesion #2 was located in the distal segment of an svg to mid lad with 70% in-stent restenosis of a previously deployed unknown drug-eluting stent. In (B)(6) 2013, the patient expired. Diabetes was considered as a co-morbid condition. No action was taken to treat this event. No autopsy was performed.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ids: 2134265-2013-06030, 2134265-2013-06031. (B)(4). It was reported that following a percutaneous coronary intervention procedure, patient death occurred. In (B)(6) 2012 the subject was referred for cardiac catheterization. The target lesion #1 was located in the svg to proximal lad with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with direct stent placement using a 3.50 mm x 16 mm pe plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the svg to distal lad with 70 % stenosis and was 10 mm long with a reference vessel diameter of 2.75mm. Target lesion #2 was treated with direct stent placement using a 2.75 x 20 mm pe plus stent with 0% residual stenosis. Target lesion #3 was an ostial lesion located in the svg to 1st obtuse marginal with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. Target lesion #3 was treated with direct stent placement using a 3.50 x 12 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The subject was discharged two days after on aspirin and clopidogrel. In (B)(6) 2013, the subject died. Cause of death is ventricular fibrillation with underlying causes of ischemic cardiomyopathy and renal failure.